Event description:
It was reported that there was an atrial lead warning due to low impedance. It was also reported that there was some unsuccessful atrial pacing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.